Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no pacing and >2500 ohms bipolar lead impedance. When programmed to unipolar, there was pacing and the impedance was 366 ohms.